Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with glucose rising from 140 mg/dl to 270 mg/dl and then trending down to 224 mg/dl; the pump was functioning and delivering insulin, and there were no device alerts. Symptoms included elevated blood glucose. Outcomes included no injury and no medical intervention beyond routine self-management and education. Investigation included agent-led troubleshooting and education, review of device status, and confirmation of ongoing insulin delivery with no alerts. Investigation of this case revealed no device malfunction or component failure, and the event was assessed as cause unclear given the downward glucose trend and normal pump operation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.